Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump time and date reset when the battery was changed and that it alarmed for a failed battery test. The insulin pump also alarmed for a reset error. The customer was advised to monitor the insulin pump and call back if the issue recurred. The insulin pump was not replaced or returned for analysis. The blood glucose reading was not known.